Event description:
It was reported that cartridge alarm 20 occurred while pump was in use and had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method for insulin delivery if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement device.